Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that no audio output occurred. The patient was reportedly sleeping and did not receive any alerts or alarms due to the signal loss state of the mobile app. The spouse was unable to wake the patient and called an ambulance. The patient could not recall whether a blood glucose (bg) was checked by emergency medical services (ems). The hypoglycemia was reversed with glucose and the patient recovered after treatment. The signal loss reportedly returned after the event; however, the patient could not recall the cgm reading. At the time of the report, the patient was in normal condition. Data was received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred. Data was provided for investigation. Additionally, the low glucose alerts did not sound between 12:00 am ¿ 4:08 am on (B)(6) 2023 due to the alert being disabled. Once the alert was enabled again on (B)(6)2023 at 4:09 am, the patient received the corresponding low glucose alerts. The allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.